Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a computer was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has been received by manufacturer for evaluation. The reported issue was confirmed as the returned computer has an intermittent power cable to hard drive. When a known good cable is installed, computer boots normally. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that while outside of procedure, when booting up navigation system on disc a "disc boot failure, insert system disc and press enter" boot failure was displayed. Representative confirmed there was no disc in the drive. Rebooting the system resolved the issue as the system booted normally. There was no patient present at the time of issue.

Manufacturer narrative:
Correction: while troubleshooting the navigation system the representative reported that the sata connector was disconnected from the cd drive without resolution.